Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) discharged and the patient fell and was hospitalized for five days. The device is still in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the shocks were appropriate for ventricular tachycardia (vt). The patient felt dizzy prior to the shock. The patient fell post shock and also incurred facial bruising, which resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.